Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Section b5: per manufacturer evaluation of the returned product, the device was returned in deployment jam position with the sealant inside the shuttle cartridge and the advancer tube still inside the shuttle cartridge. As reported, a 5f mynxgrip vascular closure device (vcd) failed to achieve hemostasis. Per manufacturer evaluation of the returned product, the device was returned in a deployment jam position with the sealant inside the shuttle cartridge and the advancer tube still inside the shuttle cartridge. There was no patient injury reported. Multiple attempts to obtain additional information were made without success. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was disengaged from the black handle. The 5f terumo procedural sheath was 6mm from the balloon bond and the procedural sheath¿s stopcock was received in the close position. The device was returned in a deployment jam position (sealant inside the shuttle cartridge and the advancer tube still inside the shuttle cartridge). The procedural sheath, catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path. No anomalies were observed. Functional testing was performed by manually retracting the procedural sheath and the shuttle cartridge back to the black handle. Resistance was felt during the unsheathing. Functional deployment was simulated and the advancer tube engaged to the proximal tamp lock without any issue. Upon un-sheathing, the sealant was found soaked in blood. The condition of the returned device indicates a device deployment jam. Review of lot f1809901 revealed no anomalies during the manufacturing and inspection processes that can be considered potentially related to the reported complaint. The lot met all product specifications, including sterilization prior to shipment. The condition of the device indicates a device deployment jam and the sealant was never deployed on a patient. The device as received does not match the description. Multiple attempts were made to korea without success to obtain additional information. Based on the information provided, the condition of the returned device and the investigation performed, the reported event of ¿failure to achieve hemostasis¿ could not be confirmed and the root cause could not be conclusively determined. However, a device deployment jam was confirmed. Based on the condition of the returned device and the investigation performed, the event might have been sealant exposed to moisture prematurely, swelling up, increasing the profile which may have prevented the shuttle and procedural sheath from being retracted during unsheathing. However, the root cause of the sealant swelling prematurely could not be conclusively determined. The mynx instructions for use (IFU), instructs the user to open the procedural sheath stopcock prior to shuttling down. Failure to open the procedural sheath stopcock during shuttling down step can result in a device jam. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
(B)(4). As reported, a 5f mynxgrip vascular closure device (vcd) failed to hemostasis. There was no patient injury reported. Multiple attempts to obtain additional information were made without success. The product was not returned for analysis. A product history record (phr) review of lot f1809901 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿sealant failure to achieve hemostasis¿ could not be confirmed as the device was not returned for analysis. The exact cause of the failure could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. However, patient factors, pharmacological factors and/or handling factors of the device are possible. Failing to achieve hemostasis immediately after vascular closure is a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique, and proper placement of the sealant at the arteriotomy. According to the product¿s instructions for use (IFU), which is not intended as a mitigation, users are informed to maintain fingertip compression on the skin during removal of the advancer tube from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Neither the phr review, nor the information available for review suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a 5f mynxgrip vascular closure device (vcd) failed to hemostasis. There was no patient injury reported.